Event description:
Customer reported that on (B)(6) 2013 his adc blood glucose meter would turn on and then turn off before a result was displayed. Customer further reported receiving an ER-3 message on the display. Customer additionally reported he was experiencing "weakness" and noted feeling "tired" and unwell while at work so he went home, but when he attempted to test he experienced the above issues with his meter. Customer self-treated with 15 units novolog insulin and then self-presented to his healthcare provider. Customer had a blood test performed (unknown result), was diagnosed with hyperglycemia and dka (diabetic ketoacidosis) and treated with an unknown amount of insulin. Customer reported receiving "3 or 4 shots". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.